Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A few droplets of fluid were found on the pumps and on the back of the cycler set cassette. The patient reported receiving an air detected in cassette alarm several times during drain 1 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. It was stated upon initial reporting that fluid leaked from the cycler set cassette however no holes were observed and the film on the back of the cycler set cassette is not loose. The patient was advised to let the cycler sit overnight with the cassette door open to allow the compartment to dry and then try using it again for treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains with the patient for continued use. The cycler set was not returned to the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A few droplets of fluid were found on the pumps and on the back of the cycler set cassette. The patient reported receiving an air detected in cassette alarm several times during drain 1 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. It was stated upon initial reporting that fluid leaked from the cycler set cassette however no holes were observed and the film on the back of the cycler set cassette is not loose. The patient was advised to let the cycler sit overnight with the cassette door open to allow the compartment to dry and then try using it again for treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains with the patient for continued use. The cycler set was not returned to the manufacturer.